Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device couldn't adjust the pressure. According to the report, the pressure had been in the 2.5 stalls position, and the patient had hydrocephalus symptoms. Reportedly, the patient underwent a secondary surgery. The patient's status at the time of the report was alive-with injury.